Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a clearlink system non-dehp secondary medication set. This occurred during patient infusion with antibiotics. The secondary set was connected to a non-baxter pump and there were no visible obstructions observed with the affected set. There was no patient injury or medical intervention associated with this event. No additional information is available.